Event description:
It is reported that the surgeon found the internal packaging to be broken when he wanted to open the implant during surgery.

Manufacturer narrative:
Evaluation summary: the inner package was destroyed at the cleaning step for the implant, so it was not available for review. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies, indicating that the device was manufactured, inspected, and packaged to specification. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.